Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32mm mitral annuloplasty ring, it was explanted and replaced with a 36mm ring of the same model. The reason for replacement was the ¿p2/p3 leaflet interface was gathered too much and it was deemed the 32 mm ring was too small¿. No adverse patient effects were reported.